Event description:
Per distributor: the customer was admitted to the hospital for dka and the pump was giving an alarm. The alarm was cleared and the pump functioned normally for two weeks. Then the same alarm occurred again and frequently.